Manufacturer narrative:
One device was received for evaluation. Visual inspection found a damaged downstream occlusion (dso) seal, scratched lcd lens, and a damaged remote dose connector. Functional testing was able to duplicate the issue. Event history logs were downloaded and showed "high alarm displayed: downstream occlusion" messages. It was determined that the defective dso sensor was the root cause and was replaced, and the manufacturer representative also replaced the lens and remote dose connector. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the issue is "beeping in occlusion". There was unknown patient involvement.